Manufacturer narrative:
D.3 common device ame: culture media, non-selective and non-differential. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin that a tube broke during cultivation and the sample spilled. The following information was provided by the initial reporter: according to the customer's report, the tube broke during cultivation and the sample spilled. There was no problem with the tube when the sample was added initially.

Event description:
It was reported that while using the bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin that a tube broke during cultivation and the sample spilled. The following information was provided by the initial reporter: according to the customer's report, the tube broke during cultivation and the sample spilled. There was no problem with the tube when the sample was added initially.

Manufacturer narrative:
H.6 investigation summary: material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2265543 was satisfactory per internal procedures. Formulation, filling, torqueing, and packaging processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and two other complaints have been taken on this batch for broken tubes. Retention samples from batch 2265543 (10 tubes) were available for inspection. No broken, tubes were observed in 10/10 retention samples. Two photos were received to assist with the investigation: both photos show one tube partially in a plastic bag. The bottom of the tube is broken. No product information is presented in either photo. Without product verification a photo alone cannot confirm a complaint. A photo must provide the product, product defect, and important product information such as batch/lot number must be included in the photo. No returns were received to assist with the investigation. This complaint cannot be confirmed. Bd will continue to trend complaints broken/cracked tubes. Bd ships product in temperature controlled trucks to distribution centers. Distribution centers are provided with shipping and storage guidelines. Mishandling of the product and vibrations during shipping can cause broken tubes.